Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The 90% restenotic lesion was located at the severely tortuous, non-calcified unknown anatomical location. A sterling otw 4.0 x 40/40 balloon catheter was inflated to 10 atms, and on the 2nd inflation a balloon rupture occurred at 14atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at bsc for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).